Manufacturer narrative:
As reported, the capsure fixation device fastener failed to fixate the mesh. Evaluation of the sample finds the device misfired during functional testing. Based on the sample evaluation the failure to fixate is likely the result of the device to going out of synchronization during user device interface. Why the device went out sync in use resulting in the misfire cannot be determined. No manufacturing anomalies were found. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in july 2024. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic umbilical hernia repair procedure the capsure device was used to fixate the mesh. It was reported that the device deployed about 10 fasteners successfully but then a couple of the fasteners did not fixate the mesh fully, these loose fasteners were removed from the patient and the surgeon finished the procedure by using a new capsure device. There was no patient injury.